Event description:
It was reported the pt had their leads and device moved at some point in the past. It was also reported the pt suffered a "hard" fall, and her left breast area was "very sore" and she was having trouble lifting her left arm away from her body. It was stated the pt fell "near the device" and wished to have it checked to make sure "nothing was leaking." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).